Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a (B)(6) female patient who had essure (batch no. 852003) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "didn¿t undergo essure confirmation test". The patient's medical history included multiparous. Previously administered products included for birth control: implanon from (B)(6) 2010 to (B)(6) 2011. Past adverse reactions to the above products included hypersensitivity with implanon. Concomitant products included ketorolac tromethamine (toradol) for migraine, ondansetron (zofran) for nausea, antibiotics for teeth brittle as well as tramadol since (B)(6) 2013. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced migraine ("migraines"), headache ("headaches"), nausea ("nausea"), teeth brittle ("dental problems: teeth became brittle and began breaking"), fatigue ("fatigue") and tooth fracture ("dental problems: teeth became brittle and began breaking"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced vertigo ("vertigo"). In (B)(6) 2017, the patient experienced irritable bowel syndrome ("irritable bowel syndrome"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain/ cramping") and adnexa uteri pain ("ovarian pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, migraine, nausea, fatigue, abdominal pain lower and adnexa uteri pain was resolving and the headache, teeth brittle, dysmenorrhoea, dyspareunia, weight increased, irritable bowel syndrome, alopecia, vertigo and tooth fracture outcome was unknown. The reporter considered abdominal pain lower, adnexa uteri pain, alopecia, dysmenorrhoea, dyspareunia, fatigue, headache, irritable bowel syndrome, migraine, nausea, pelvic pain, teeth brittle, tooth fracture, vertigo and weight increased to be related to essure. The reporter commented: discrepancy noted in essure implant date 2010 and (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jul-2019: plaintiff fact sheet and medical records were received. Events per pfs: migraines, headaches, nausea, dental problems: teeth became brittle and began breaking, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, fatigue, weight gain, irritable bowel syndrome, hair loss, vertigo, lower abdominal pain/ cramping, ovarian pain and didn¿t undergo essure confirmation test. Lot number and concomitant medication were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 24-year-old female patient who had essure (batch no. 852003) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "didn't undergo essure confirmation test". The patient's medical history included multiparous. Previously administered products included for birth control: implanon from december 2010 to (B)(6) 2011. Past adverse reactions to the above products included hypersensitivity with implanon. Concomitant products included ketorolac tromethamine (toradol) for migraine, ondansetron (zofran) for nausea, antibiotics for teeth brittle as well as tramadol since (B)(6) 2013. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In december 2011, the patient experienced migraine ("migraines"), headache ("headaches"), nausea ("nausea"), teeth brittle ("dental problems: teeth became brittle and began breaking"), fatigue ("fatigue") and tooth fracture ("dental problems: teeth became brittle and began breaking"). In april 2012, the patient experienced alopecia ("hair loss"). In january 2015, the patient experienced vertigo ("vertigo"). In (B)(6) 2017, the patient experienced irritable bowel syndrome ("irritable bowel syndrome"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain/ cramping") and adnexa uteri pain ("ovarian pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, migraine, nausea, fatigue, abdominal pain lower and adnexa uteri pain was resolving and the headache, teeth brittle, dysmenorrhoea, dyspareunia, weight increased, irritable bowel syndrome, alopecia, vertigo and tooth fracture outcome was unknown. The reporter considered abdominal pain lower, adnexa uteri pain, alopecia, dysmenorrhoea, dyspareunia, fatigue, headache, irritable bowel syndrome, migraine, nausea, pelvic pain, teeth brittle, tooth fracture, vertigo and weight increased to be related to essure. The reporter commented: discrepancy noted in essure implant date 2010 and (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 24-year-old female patient who had essure (batch no. 852003) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "didn¿t undergo essure confirmation test". The patient's medical history included multiparous. Previously administered products included for birth control: implanon from (B)(6) 2010 to (B)(6) 2011. Past adverse reactions to the above products included hypersensitivity with implanon. Concomitant products included ketorolac tromethamine (toradol) for migraine, ondansetron (zofran) for nausea, antibiotics for teeth brittle as well as tramadol since (B)(6) 2013. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced migraine ("migraines"), headache ("headaches"), nausea ("nausea"), teeth brittle ("dental problems: teeth became brittle and began breaking"), fatigue ("fatigue") and tooth fracture ("dental problems: teeth became brittle and began breaking"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced vertigo ("vertigo"). In (B)(6) 2017, the patient experienced irritable bowel syndrome ("irritable bowel syndrome"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain/ cramping") and adnexa uteri pain ("ovarian pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, migraine, nausea, fatigue, abdominal pain lower and adnexa uteri pain was resolving and the headache, teeth brittle, dysmenorrhoea, dyspareunia, weight increased, irritable bowel syndrome, alopecia, vertigo and tooth fracture outcome was unknown. The reporter considered abdominal pain lower, adnexa uteri pain, alopecia, dysmenorrhoea, dyspareunia, fatigue, headache, irritable bowel syndrome, migraine, nausea, pelvic pain, teeth brittle, tooth fracture, vertigo and weight increased to be related to essure. The reporter commented: discrepancy noted in essure implant date 2010 and (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2019: this case is marked for deletion since this case was found to be duplicate of case (B)(4). Legacy device report num 2951250-2019-03727. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.